Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on (B)(4) 2014: ifuse implant, p/n 7045-90, lot# i0883, manufactured 12/23/13, expires 2018-12; ifuse implant, p/n 7050-90, lot# 154274, manufactured 03/15/13, expires 2018-03; ifuse implant, p/n 7055-90, lot# i0849, manufactured 11/22/13, expires 2018-11.

Event description:
On (B)(6) 2014, the surgeon performed a left side ifuse procedure on the patient placing three ifuse implants. The patient complained of sciatic type pain following the procedure. A CT scan revealed that the middle implant was slightly extended into the sciatic notch. On (B)(6) 2014, the surgeon performed a revision surgery where he backed out the implant a few millimeters. The patient still has some pain complaints similar to that before her initial surgery on (B)(6) 2014.